Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues. A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis.